Manufacturer narrative:
The device remains implanted. Therefore, a direct product analysis could not be performed and the investigation into this report is ongoing. The instructions for use provide the following warning among others: ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, reoperation¿.gore® tag® thoracic endoprosthesis / lot#:14033256 / (B)(4).

Event description:
It was reported to gore that a patient presented with a type b complicated aortic dissection and on (B)(6) 2016 underwent placement of a gore tag thoracic endoprosthesis. On (B)(6) 2016, the patient experienced a dissection of the left renal artery and a stent was placed.

Manufacturer narrative:
The following fields contain changed information: a review of the manufacturing records verified that the lot met all pre-release specifications. (B)(4)